Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) xifnt485, (osseotite tapered certain implant 4 x 8.5mm) for evaluation. Visual evaluation of the as returned implant identified signs of use; minor debris attached to external threads. The implant was fractured at the collar region. Peri-implantitis is a medical condition and could not be verified with the information provided. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. DHR review was completed for the subject lot number 2014050447. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record ((B)(4)) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 2014050447 for similar events and no other complaint was identified. Review completed utilizing keywords:implant fracture & peri-implantitis. Per the applicable IFU, potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing, and patient subjected to additional surgical procedures, anesthetic, and associated risks based on the investigation and risk management file review, the most likely root cause determined from the investigation is parafunctional habits/patient factors. Refer to attached summary investigation for the reported event peri-implantitis. Therefore, based on the available information, device malfunction did occur, and the reported event (fractured implant) was confirmed following visual evaluation. Additionally, the reported event (peri-implantitis) could not be verified with the information provided. Peri-implantitis is an infectious disease that causes inflammation of the gum and the bone structure around a dental implant. Chronic inflammation causes bone loss, which can lead to implant failure thus its removal. Investigations performed for hundreds of events where either of these conditions, infection, or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, and when right conditions prevail and led to peri-implantitis whether reported or not along with the other two, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection, which are attached. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Unique identifier (UDI) number not available.

Event description:
It was reported that the implant at tooth 26 fractured at the collar of the implant and was removed. Peri-implantitis was also reported.